Manufacturer narrative:
Initially it was reported a patient's blood oxygen saturation decreased while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The device failed steps during testing. The interface board was replaced to address the issue.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while on a ventilator. The patient was placed on another device and recovered. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.